Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the left ventricular (lv) lead was dislodged. This was confirmed via a chest x-ray. The patient was asymptomatic. The lv lead was explanted and replaced. The patient was stable throughout the procedure.